Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on, and the unit appeared offline on remote smart services. The customer attempted to unplug the device and reconnect it to a different power outlet, but the issue persists. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13 may 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not turning on. A field service engineer (fse) unplugged everything expect power supply and identified that the issue was with drawer 3. Fse identified that the half height controller board was faulty and replaced it to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.